Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure to allow additional lead because old ipg could not support three leads. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had to frequently charge the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had to frequently charge the ipg. The patient will undergo a revision procedure.